Event description:
The right atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was based solely on device return and analysis. Additional information on a second lead has now been added to the report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators were breached (clavicle-rib crush); full lead was returned for analysis. The right atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. A technical service call was received, reporting far field r wave oversensing had occurred due to small r waves. Pocket manipulation produced noise and both leads demonstrated impedance decline which may suggest insulation wear. Both leads were replaced. Additional information received on this event states the damage to the lead was due to subclavian crush. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure, insulation. Device was out of specification in a manner that relates to event. Insulation, hole(s) in, interference, lead(s), fracture of, oversensing, impedance, low.

Event description:
The right atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. A technical service call was received, reporting far field r wave oversensing had occurred due to small r waves. Pocket manipulation produced noise and both leads demonstrated impedance decline which may suggest insulation wear. Both leads were replaced. Additional information received on this event states the damage to the lead was due to subclavian crush.